Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal, heavy bleeding"), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"), systemic lupus erythematosus ("lupus"), crohn's disease ("gastrointestinal or digestive system condition type: ibs, crohn's"), major depression ("psychological or psychiatric problems condition: major depressive disorder, suicidal tendencies two stays at psychiatric hospital") and suicidal ideation ("psychological or psychiatric problems condition: major depressive disorder, suicidal tendencies two stays at psychiatric hospital") in a 43-year-old female patient who had essure (batch no. B59459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included walking disability. Concurrent conditions included foot surgery and sickness. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and nervous system disorder ("neurological conditions or problems"). In (B)(6) 2014, the patient experienced major depression (seriousness criterion medically significant) and suicidal ideation (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), oligomenorrhoea ("prolonged menstrual cycles"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), abdominal pain lower ("severe abdominal cramping"), pruritus ("itching"), blister ("blisters"), rash ("rashes"), dental caries ("tooth decay"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), irritable bowel syndrome ("digestive system condition type: ibs, crohn's"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), neck pain ("neck pain"), pain in extremity ("feet pain \ hands pain") and arthralgia ("joints pain"). The patient was treated with surgery (total hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, oligomenorrhoea, abdominal pain, back pain, abdominal pain lower, migraine, pruritus, blister, rash, dental caries, fatigue, dyspareunia, anxiety, depression, rheumatoid arthritis, systemic lupus erythematosus, suicidal ideation, headache, nausea, irritable bowel syndrome, nervous system disorder, visual impairment, eye disorder, neck pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, blister, crohn's disease, dental caries, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, irritable bowel syndrome, major depression, migraine, nausea, neck pain, nervous system disorder, oligomenorrhoea, pain in extremity, pelvic pain, pruritus, rash, rheumatoid arthritis, suicidal ideation, systemic lupus erythematosus and visual impairment to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Discremptency date(s) of insertion: (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: confirmed full occlusion and proper placement. Result: total bilateral occlusion. It was success and that my fallopian tubes were 100% blocked.. Quality-safety evaluation of ptc: unablle to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal, heavy bleeding"), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"), systemic lupus erythematosus ("lupus"), crohn's disease ("gastrointestinal or digestive system condition type: ibs, crohn's"), major depression ("psychological or psychiatric problems condition: major depressive disorder, suicidal tendencies two stays at psychiatric hospital") and suicidal ideation ("psychological or psychiatric problems condition: major depressive disorder, suicidal tendencies two stays at psychiatric hospital") in a 43-year-old female patient who had essure (batch no. B59459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included walking disability. Concurrent conditions included foot surgery and sickness. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and nervous system disorder ("neurological conditions or problems"). In (B)(6) 2014, the patient experienced major depression (seriousness criterion medically significant) and suicidal ideation (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), oligomenorrhoea ("prolonged menstrual cycles"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), abdominal pain lower ("severe abdominal cramping"), pruritus ("itching"), blister ("blisters"), rash ("rashes"), dental caries ("tooth decay"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), irritable bowel syndrome ("digestive system condition type: ibs, crohn's"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), neck pain ("neck pain"), pain in extremity ("feet pain \ hands pain") and arthralgia ("joints pain"). The patient was treated with surgery (total hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, oligomenorrhoea, abdominal pain, back pain, abdominal pain lower, migraine, pruritus, blister, rash, dental caries, fatigue, dyspareunia, anxiety, depression, rheumatoid arthritis, systemic lupus erythematosus, suicidal ideation, headache, nausea, irritable bowel syndrome, nervous system disorder, visual impairment, eye disorder, neck pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, blister, crohn's disease, dental caries, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, irritable bowel syndrome, major depression, migraine, nausea, neck pain, nervous system disorder, oligomenorrhoea, pain in extremity, pelvic pain, pruritus, rash, rheumatoid arthritis, suicidal ideation, systemic lupus erythematosus and visual impairment to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Discrepancy date(s) of insertion: (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: confirmed full occlusion and proper placement. Result: total bilateral occlusion. It was success and that my fallopian tubes were 100% blocked. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received: autoimmune disorder type of disorder: rheumatoid arthritis, lupus, headaches, nausea, psychological or psychiatric problems condition: major depressive disorder, suicidal tendencies, rashes or skin conditions,gastrointestinal or digestive system condition type:ibs, crohn's, neurological conditions or problems, pain, vision/eye problems, neck pain, joints pain, hands pain, feet pain, were added. Reporter was added. Lot no. Was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), genital haemorrhage ('abnormal, heavy bleeding'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis'), systemic lupus erythematosus ('lupus'), crohn's disease ('gastrointestinal or digestive system condition type: ibs, crohn's'), major depression ('psychological or psychiatric problems condition: major depressive disorder, suicidal tendencies two stays at psychiatric hospital') and suicidal ideation ('psychological or psychiatric problems condition: major depressive disorder, suicidal tendencies two stays at psychiatric hospital') in a 43-year-old female patient who had essure (batch no. B59459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included walking disability. Concurrent conditions included foot surgery and sickness. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and nervous system disorder ("neurological conditions or problems"). In (B)(6) 2014, the patient experienced major depression (seriousness criterion medically significant) and suicidal ideation (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain\dysmenorrhea (cramping)"), oligomenorrhoea ("prolonged menstrual cycles"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), abdominal pain lower ("severe abdominal cramping"), pruritus ("itching"), blister ("blisters"), rash ("rashes/rash/ skin condition, other"), dental caries ("tooth decay"), fatigue ("fatigue"), dyspareunia ("dyspareunia\dyspareunia (painful sexual intercourse)"), anxiety ("anxious\psych injury"), depression ("depressed\psych injury"), rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), irritable bowel syndrome ("digestive system condition type: ibs, crohn's"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), neck pain ("neck pain"), pain in extremity ("feet pain \ hands pain"), arthralgia ("joints pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), abdominal discomfort ("my lower belly feels so heavy"), lyme disease ("lyme disease"), gastrointestinal disorder ("gastrointestinal issues"), fibromyalgia ("fibromyalgia"), osteoarthritis ("oa"), intervertebral disc degeneration ("degenerative disc disease"), spinal stenosis ("severe central spinal stenosis"), postural orthostatic tachycardia syndrome ("pots-postural orthostatic tachycardia syndrome"), colitis ulcerative ("ulcerative colitis") and dry eye ("dry eye"). The patient was treated with surgery (total hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, oligomenorrhoea, abdominal pain, back pain, abdominal pain lower, migraine, pruritus, blister, rash, dental caries, fatigue, dyspareunia, anxiety, depression, rheumatoid arthritis, systemic lupus erythematosus, suicidal ideation, headache, nausea, irritable bowel syndrome, nervous system disorder, visual impairment, eye disorder, neck pain, arthralgia, menorrhagia, metrorrhagia, abdominal discomfort, gastrointestinal disorder, fibromyalgia, osteoarthritis, intervertebral disc degeneration, spinal stenosis, postural orthostatic tachycardia syndrome, colitis ulcerative and dry eye outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, blister, colitis ulcerative, crohn's disease, dental caries, depression, dry eye, dysmenorrhoea, dyspareunia, eye disorder, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, intervertebral disc degeneration, irritable bowel syndrome, lyme disease, major depression, menorrhagia, metrorrhagia, migraine, nausea, neck pain, nervous system disorder, oligomenorrhoea, osteoarthritis, pain in extremity, pelvic pain, postural orthostatic tachycardia syndrome, pruritus, rash, rheumatoid arthritis, spinal stenosis, suicidal ideation, systemic lupus erythematosus and visual impairment to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Discrepancy date(s) of insertion: (B)(6) 2014. Received treatment for pain- back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal,menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), rheumatoid arthritis, lupus, psych injury, migraine, nausea, neurological condit/prob, fatigue, gi conditions, vision probs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed full occlusion and proper placement. Result: total bilateral occlusion. It was success and that my fallopian tubes were 100% blocked.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: social media received:- reporter information was added. New event added abdominal discomfort, lyme disease, gastrointestinal issues, fibromyalgia, osteoarthritis, degenerative disc disease, severe central spinal stenosis, postural orthostatic tachycardia syndrome, ulcerative colitis, dry eye. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), genital haemorrhage ('abnormal, heavy bleeding'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis'), systemic lupus erythematosus ('lupus'), crohn's disease ('gastrointestinal or digestive system condition type: ibs, crohn's'), major depression ('psychological or psychiatric problems condition: major depressive disorder, suicidal tendencies two stays at psychiatric hospital') and suicidal ideation ('psychological or psychiatric problems condition: major depressive disorder, suicidal tendencies two stays at psychiatric hospital') in a 43-year-old female patient who had essure (batch no. B59459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included walking disability. Concurrent conditions included foot surgery and sickness. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and nervous system disorder ("neurological conditions or problems"). In (B)(6) 2014, the patient experienced major depression (seriousness criterion medically significant) and suicidal ideation (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain\dysmenorrhea (cramping)"), oligomenorrhoea ("prolonged menstrual cycles"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), abdominal pain lower ("severe abdominal cramping"), pruritus ("itching"), blister ("blisters"), rash ("rashes"), dental caries ("tooth decay"), fatigue ("fatigue"), dyspareunia ("dyspareunia\dyspareunia (painful sexual intercourse)"), anxiety ("anxious\psych injury"), depression ("depressed\psych injury"), rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), irritable bowel syndrome ("digestive system condition type: ibs, crohn's"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), neck pain ("neck pain"), pain in extremity ("feet pain \ hands pain"), arthralgia ("joints pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (total hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, oligomenorrhoea, abdominal pain, back pain, abdominal pain lower, migraine, pruritus, blister, rash, dental caries, fatigue, dyspareunia, anxiety, depression, rheumatoid arthritis, systemic lupus erythematosus, suicidal ideation, headache, nausea, irritable bowel syndrome, nervous system disorder, visual impairment, eye disorder, neck pain, arthralgia, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, blister, crohn's disease, dental caries, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, irritable bowel syndrome, major depression, menorrhagia, metrorrhagia, migraine, nausea, neck pain, nervous system disorder, oligomenorrhoea, pain in extremity, pelvic pain, pruritus, rash, rheumatoid arthritis, suicidal ideation, systemic lupus erythematosus and visual impairment to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Discrepancy date(s) of insertion: (B)(6) 2014. Received treatment for pain- back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal,menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), rheumatoid arthritis, lupus, psych injury, migraine, nausea, neurological condit/prob, fatigue, gi conditions, vision probs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed full occlusion and proper placement. Result: total bilateral occlusion. It was success and that my fallopian tubes were 100% blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: new events- menorrhagia, metrorrhagia were added. Date of confirmation test and essure indication were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("prolonged menstrual cycles"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), abdominal pain lower ("severe abdominal cramping"), migraine ("migraines"), pruritus ("itching"), blister ("blisters"), rash ("rashes"), dental caries ("tooth decay"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy with removal of the essure devices). Essure was removed in june 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, back pain, abdominal pain lower, migraine, pruritus, blister, rash, dental caries, fatigue, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, blister, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, pruritus and rash to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.